Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue and therapy was reestablished. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information received indicates, troubleshooting was done with orion exit tool (oet) and the ipg was successfully exited out of MRI mode. Therapy had been restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that the patient set their ipg to MRI mode prior to an MRI. Patient is unsure if they disabled MRI mode following the MRI. The ipg is currently unable to communicate with the external devices. As a result, troubleshooting may take place using an orion exit tool (oet) at a later date.